Manufacturer narrative:
The associated complaint device was not returned for evaluation. Our clinical/medical team noted no relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported during a literature review a traumatic late dissociation of the polyethylene insert with the patellar tendon rupture after the tka. 2 years after the primary surgery, the patient complained of sudden onset knee pain with restricted motion after fall at home.